Manufacturer narrative:
Lot#: this info was not provided during initial report. Additional info has been requested. Could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Pt originally treated with a t2 to pelvic fusion for neuromuscular scoliosis related to spastic cerebral palsy. At pt's first postoperative visit, it was noted that the pangea polyaxial iliac screws had slipped off the end of the rod. Pt was revised. This is one (1) of three (3) reports submitted on this event.